Event description:
This case was reported by a consumer and described the occurrence of breast cancer in a pt who uses poligrip (super poligrip original denture adhesive cream) cream for their dentures. The consumer contacted the MFR regarding a product complaint. A physician or other health care professional has not verified this report. The pt's past medical history included allergy, arthritis and obesity. Concurrent medications included levoxyl, celebrex, chlortrimeton and tylenol. In 2003 the pt started poligrip (dental). In 2003, the pt was diagnosed with right breast cancer. The pt underwent a lumpectomy and one lymph node dissection in 2004 without complications. This case was assessed as medically serious by gsk. The pt was treated with darvocet-n (darvocet). Trreatment with poligrip was continued. The outcome of the event is unknown.